Manufacturer narrative:
Additional information was received that the lead was also explanted ((B)(6) 2016) and that the patient was explanted due to infection. Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted lead was not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and lead was found to be satisfactory.

Event description:
A report was received that the patient was suspected of having an infection at the ipg site. It was noted that there was new opaque drainage from the ipg incision site with associated localized swelling. Antibiotics were prescribed. The patient underwent an explant procedure of the ipg. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the infection was not device or procedure related.

Event description:
A report was received that the patient was suspected of having an infection at the ipg site. It was noted that there was new opaque drainage from the ipg incision site with associated localized swelling. Antibiotics were prescribed. The patient underwent an explant procedure of the ipg. No device malfunction was suspected.

Manufacturer narrative:
UDI= (B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient was suspected of having an infection at the ipg site. It was noted that there was new opaque drainage from the ipg incision site with associated localized swelling. Antibiotics were prescribed. The patient underwent an explant procedure of the ipg. No device malfunction was suspected.